Event description:
It was reported that the 9 bd ultra-fine¿ pen needle some needles clogging. The following information was provided by the initial reporter: according to the patient, some needles were clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.